Event description:
Vendor called in for repair, contacted hamilton and waited on whether we are to send the unit out or if someone from hamilton is coming in to resolve the issue. The following day, we tightened a screw, and found the bottom torx was slightly loose. This was tightened per manufacturer recommendation. Followed up with manufacturer and was told that field tech will be out in a couple of weeks - they suggested we check the o2 disk fitting torx screws and "if they are snug we can continue to use the unit. If the screws are loose, tighten them, if the screws won't tighten, take the unit of service", our unit did not need to be taken out of service. Manufacturer rep came out the following week and replaced 2 mixer mounting plates. Upgraded the system to version 2.2.0 and completed service software and functional tests.